Manufacturer narrative:
The insulin pump was received with constant failed battery test alarms and stuck in training mode loop as a result of a bad battery alarms due to moisture damage on the entire electronics assembly. The device was unable to perform the displacement test, self-test, unexpected restart error test, rewind test, basic occlusion test, priming test, occlusion test, excessive no delivery test, operating current measure test and the off no power test due to the constant failed battery test and stuck in training mode loop alarms. The device had minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube windows. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported being stuck in training mode loop alarm as a result of a bad battery. Customer advised the device has failed battery test alarm and moisture damage. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.